Event description:
It is reported that pt underwent right total hip replacement in 85. Post-op, as a result of increased pain, the hip was revised in 98 where intraoperatively it was noted that the acetabular liner was grossly loose and there was dramatic resorption of the proximal femur. The acetabular shell, acetabular liner, femoral stem, and femoral head were all replaced using zimmer and depuy products.